Event description:
A customer called to report an issue with their precision xtra blood glucose meter. While waiting for a replacement meter to be shipped, the customer reported experiencing symptoms of hypoglycemia, and then reported to have lost consciousness. The customer drank apple juice to stabilize blood glucose levels.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A follow-up report will be filed once investigation results are available.